Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant suggested the patient perform a patient initiated interrogation (pii) however, pii's had not been enabled for this patient. The patient was referred to her following clinic.

Event description:
Boston scientific received information that this patient experienced a syncopal event. No additional adverse patient effects were noted.